Event description:
The customer reported that the insulin pump alarmed motor error and insulin squirted out while attempting to prime. The blood glucose reading was 72mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. However, the customer stated that he did not press before, but he did when I had him look at it and the drive support cap did move. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.